Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the account said that the device's clips scissored. There were no patient consequences. Case completed with another device of the same product code.